Event description:
Customer reported issues with the touch screen on her pump functioning "worse and slower". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.